Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was evaluated and the printed circuit board (pcb) was replaced. The device was returned to use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a e360 ventilator emitted a burning smell. Ventilation was not interrupted. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. The ventilator was evaluated by a medtronic field service engineer (fse) and the fse found a trace on the audio board to have thermal damage. A test audio board was installed and the ventilator functioned normally.